Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values on (B)(6) 2024, two days after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient drove herself to the hospital emergency room around 3:00pm while she was on her way home because she felt really dizzy and was afraid of having a stroke. The patient was not feeling well for a couple days before she decided to go to the emergency room. She felt having low blood sugar and had been taking glucose tablets. She was already consulting with her doctors for a couple of days and was not given any medical advice on what to do. Prior to this incident the patient was not able to check her cgm and bg readings. Upon arriving at the hospital emergency room, she was immediately assisted by the nurses and treated with intravenous (IV) dextrose. There were no cgm nor bg values reported but the patient was feeling her blood glucose was really low. The last cgm reading she got was 251 mg/dl and the nurse took a bg reading which was 185 mg/dl (taken before the treatment), during the follow up to the patient she couldn't remember anymore these values and just reported that the bg and cgm were 70 points off. They performed a magnetic resonance imaging (MRI) and computed axial tomography (cat) scan. It was confirmed that there was no stroke. The patient was really dizzy and they discharged the patient after 5 to 6 hours and she was advised to follow up with her doctors. At the time of the report the patient was fine but was not able to check her glucose level. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. It has been reported that there was a difference in readings of 70 points. No additional patient or event information is available.